Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the experienced high blood glucose level. Customer¿s blood glucose levels were 410 mg/dl at the time of incident. Customer was at the hospital having his scheduled checkup when he noticed that his blood glucose was running high. Customer was treated with injection for eight units. Customer allege insulin pump was under delivering. Customer was using auto mode. Customer stated that the auto mode was conservative and deliberate in how it brings glucose back toward the target of 120 mg/dl. Customer was performed displacement test and the test passed. Customer was able to perform high pressure test at that time. Customer was assisted with performing the high pressure test and the test result was passed. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.